Event description:
It was reported the pt had a revision of her lumbar scs system. During the revision, it was revealed one of the percutaneous leads (off-label) had pulled out of the scs ipg header causing impedance issues. The lead was tested intra-operatively and functioned properly. The lead was re-inserted into the ipg header. It was reported the pt was reprogrammed with effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.